Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced free flowed saline during therapy when programmed at a rate of 80ml/hr (dose and volume to be infused unknown). The pump was tested by the facility's biomedical engineer and the issue was not able to be reproduced. There was no patient injury or medical intervention associated with this event. No additional information is available.